Event description:
A 10 mm hassan cannula was placed in the patient for introduction of the laparoscope. Once the laparoscope was introduced a small piece of the cannula was noticed inside the patient. Three 5 mm trocars were inserted and the broken piece was removed in its entirety. Upon inspection by clinical engineering the broken piece appears to have fallen off of the valve reducer. The piece that fell into the patient was the small entry port gasket. The gasket was then pushed through the cannula into the patient. Manufacturer response for valve reducer 5-12mm, core dynamics valve reducer (per site reporter): they are sending a return kit for the device to be returned for evaluation.